Manufacturer narrative:
The affected device has been requested for investigation. However, the manufacturer was informed that the device will not be returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that leakage occurred for the third time in the use of electric endoscopic instruments in the operation by user, and shocked the patient, but only convulsed during the operation, causing no serious injury, and there was no intervention treatment in the later stage. It was confirmed that the procedure was completed successfully and there was no further impact or consequences. However, due to the reported shock and convulsion of the patient this case is deemed reportable for precautionary reasons.